Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/28/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-7300bt burr 3.0 bone blade broke. This occurred during use and they had to open another one to finish the procedure.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
Additional information: b5, g3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
Additional information was provided on 03/11/2025 where it was reported that this event occurred during a wrist arthroscopy procedure in the middle of the procedure. Another blade was used to complete the case. The patient had a good bone quality. All fragments were able to be retrieved from the patient. There was no delay or additional anesthesia administered. There was no harm to the patient.